Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
Procedure summary: it was reported to boston scientific corporation that a wallflex partially covered esophageal stent was to be implanted in the esophagus to treat a 3cm malignant stricture during an esophageal stenting procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. Event summary: during the procedure, the second flange would not deploy. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex esophageal stent. Patient status: there were no patient complications reported as a result of this event.